Event description:
It was reported that the patient was in pain and wanted to reduce their stimulation. The patient kept going up and down with their stimulation and could not find a comfortable setting. The patient had been through all of their programming settings and did not see an option to change the pulse width. The patient had been adjusting their stimulation since implant. It was further reported that then the patient moved their head the stimulation would go down their right arm. The stimulator was ¿overstimulating everything¿. It was further reported that the patient was experiencing a shocking or jolting sensation in their left and right arms and hands. The patient was having overstimulation that was unbearable. The overstimulation was causing pain. Both the recharger and the patient programmer showed that the implantable neurostimulator (ins) was off. The patient¿s left trapezius muscle wouldn¿t release. Initially the patient had good pain relief and the trial went well. The patient did not recall any unusual bending, twisting, or lifting. On (B)(6), they were getting their hair done and they leaned back in a chair and their stimulation ¿wasn¿t even on, but they jumped out if the chair. It was like a lightening jolt¿. The jolt was felt in the neck and the upper back. The patient¿s leads were in their upper cervical spine. The patient¿s device had not been checked. The patient had turned each program to 0v and then off. The patient had their incision around t11 or t12 on their spine. The patient also mentioned that they had a brain tumor and a lot of scar tissue. The patient had 2 spinal surgeries for stenosis. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3998, lot# va055f0, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3998, lot# va08wwf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device had been reprogrammed 3 times. The patient noted that their skin was crawling with goosebumps all over their arms, legs, and body. This issue had been present since (B)(6). The patient was feeling tingling in their hands and stimulation in their arms and legs even with the stimulation off. The stimulator could be seen through the patient¿s skin and the stimulator stuck out on their side. The patient had lost 20 pounds since the implant and a manufacturer representative told the patient they may want to implant the stimulator deeper. The patient had previously been having issues with the lead wires in their neck and their shoulder was hurting where the doctor had to go in but the patient got over these issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient felt like their skin was crawling in their hand and arms. The patient normally got stimulation in their neck, arm, and lower back. When the stimulation is turned off and confirmed to be off with the patient programmer the patient was still feeling the sensation in their hand and arms. The patient felt it all the time. The stimulation was good for a couple of weeks. The patient thought that perhaps the system needed to be checked. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was still having concerns with their device or therapy. The patient checked a box corresponding to having received assistance from their doctor or a manufacturer representative and their concerns were resolved with an appointment date of (B)(6) 2014 noted. The patient also checked a box noting that they were still having concerns with their device or therapy but were working with a doctor or a manufacturer representative with an appointment date of (B)(6) 2014 noted although it could be sooner. The patient also checked a box noting that they were still having concerns with their device or therapy but had not sought further help. It was unclear if the patient still had concerns or not. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had an overstimulation sensation. The patient was getting overstimulation in their hands. This issue started about a month prior to the report. The patient called their manufacturer representative on (B)(6) and the sunday after. Before (B)(6), the patient's hands were tingling and hurting really bad. On (B)(6), the manufacturer representative added a program for the patient's hands. The program was effective for 4-5 days and then their hands started hurting again. The patient's hand hurt the most when they used them. The patient was having quite a bit of pain in their hands. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.